Event description:
It was reported that the user experienced a low blood glucose event, with cause unclear, while using the ilet bionic pancreas and no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included transient impact without reported hospitalization or long-term disability. Investigation included a review of available event information and customer follow-up to obtain additional details. Investigation of this case revealed insufficient data to identify a device malfunction or component failure, and no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.